Manufacturer narrative:
Due to device breakage during surgery, it was determined that this event is reportable.

Event description:
The doctor proceeded to put the implant in the patient; however, the implant broke in half. A back-up device was successfully used and there was no patient injury.